Event description:
It was reported that the catheter became separated. The target lesion was located in the liver. A 115/10 renegade hi-flo was selected for chemo embolization treatment procedure. During preparation, it was noted that the catheter was stuck in its protective hoop and became separated. The procedure was completed with another with same device and patent's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).